Manufacturer narrative:
Device passed displacement test and a21 error test. No unexpected a21 alarm noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer stated that troubleshooting was performed and received another unexpected restart alarm after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.